Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provide regarding a patient who was receiving dilaudid (hydromorphone) with concentration 3 mg/ml at a dose rate of 1.7988 mg/day and bupivacaine with concentration 6 mg/ml at a dose rate of 3.5976 mg/day via an implantable pump for non-malignant pain. It was initially reported by a consumer on (B)(6) 2016 that the pump alarm kept going off for the last three days. A two tone alarm was being heard. The patient was in a lot of pain; the drug was not working for her pain. The change in therapy/symptom occurred suddenly versus gradually. The date of the event was (B)(6) 2016. It was noted that the patient's healthcare provider (hcp) left the practice and the patient was told there was no one at the facility that could fill her pump. The patient had tried to find another hcp, but they either don't manage pumps or would not take the patient as they did not implant. Physician listings were provided. On (B)(6) 2016, an hcp who had access to a physician programmer reported that a low reservoir alarm occurred on either (B)(6) 2016 and an empty pump alarm occurred (B)(6) 2016. It was noted as being "yes/unknown" if the patient had missed a refill. The patient was experiencing withdrawal symptoms. The following signs/symptoms were indicated: chills, goose flesh, increase in pain, cramping, and a colostomy consistency change. The change in therapy/symptoms occurred suddenly. The patient did not have an hcp. The pump was refilled with saline on (B)(6) 2016 and was also programmed to minimum rate mode. It was noted the reporter was not the patient's managing physician so the pump was refilled with saline until the patient could find another physician. The pump was noted as having previously administered hydromorphone with concentration 3 mg/ml at a dose rate of 1.7988 mg/day and bupivacaine with concentration 6 mg/ml at a dose rate of 3.5976 mg/day. As of (B)(6) 2016, the pump was currently administering saline with concentration 1 ml/ml at a dose rate of .006 ml/day (minimum rate).

Event description:
Additional information was received from a consumer. The patient did not have a managing physician. A physician had told the patient they would find them one, but so far they had not. The patient was still having severe pain. They went through three weeks of bad withdrawal because no one would fill their pump. Regarding withdrawal the patient experienced, the following was noted: fast heart, high blood pressure, severe pain, throwing up everything they ate, weight loss, chills, night sweats, unable to sleep, and being unable to function. No physician would give the patient anything for withdrawals. It was indicated that right now the patient's pump was useless.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.